Event description:
Titanium clip. Pain in breast, very bad pain in arm same side as clip is in. When I have reached for something very, very strong paralyzing pain, can't move. If I move, pain goes high up in chest, feels like something is going to burst.